Manufacturer narrative:
The insulin pump had alarmed compromised force sensor system during basic occlusion test due to protruded/ loose drive support disk. The device had cracked case at the display window corner, minor scratches on the lcd window, broken batter tube threads, and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone, she was trying to change the infusion set and the device alarmed compromised force sensor system. Also to reset the device, she attempted it again and the device alarmed again. Her blood glucose was 87 mg/dl. Troubleshooting was performed and it was found the drive support cap was sticking out. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.